Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the locator, hemostasis sheath, carrier tube, and guidewire. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were fully mated and fully rear locked. The suture was fully deployed from the distal tip and had been cut. The clear stop indicator was fully deployed but the black compaction marker was not intact. The device was returned fully deployed but the black compaction marker was not intact. The complaint was confirmed for a missing black compaction marker. The likely cause was determined to have been a manufacturing error as the black compaction marker was not present. An awareness was provided to the associates in response to the incident. The device history record review did not show any issues that may have led to this manufacturing error.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section g3 from the follow no. 1 submission. The correct g3 date should have been september 04, 2025.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: inventory coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during device use, the end user was unable to visualize the black indicator upon retraction. The patient was not obese, and the black marker could not be located when attempting to cut the suture, which is typically positioned above the indicator. No patient injury occurred, and no medical or surgical intervention was required. There was no blood loss. No concomitant medical products were used with the involved device. Additional information was received on 20 jun 2025: a 6 french pinnacle sheath was used during the procedure. No difficulties were encountered with arterial access, sheath insertion, guidewire placement, or catheter insertion. The angio-seal vascular closure device successfully achieved hemostasis. A pre-deployment angiogram was performed at the start of the case. The patient remained stable throughout the procedure. No concomitant medical products were used with the angio-seal device.